Manufacturer narrative:
H10 h3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and an aluminum dumbbell was observed. A functional evaluation revealed the device would not power up to pressurize. The complaint was confirmed and the root cause has been associated with a fuse failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event include a defective printed circuit board and excess current draw.

Manufacturer narrative:
The product is still being assessed at the manufacturing registered site.

Event description:
It was reported that the spider tenet was not working. The incident occurred before the procedure; therefore, there was no patient involvement. A preliminary analysis conducted by the manufacturer has shown that the device would not power up to pressurize. This event is a reportable malfunction which may cause or contribute to serious injury if the malfunction were to recur. This event is considered reportable pursuant to 21 c.f.r. §803.